Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to moisture damage force sensor resistor. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming customer states that the blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.